Event description:
It was reported an automated peritoneal dialysis patient experienced difficulty breathing, fullness and bloating during use with an amia device. The patient was connected during the time of the event. The patient reported that ¿amia starts to fill up with more solution every fill until they have issue breathing and have to start with a manual drain¿. Renal therapy services initiated a swap of the device and continuous ambulatory peritoneal dialysis was discussed. There was no medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. The sample analysis was completed and no device malfunction was identified that could have caused or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The event history log review revealed the programmed estimated night uf (800ml) may have been set too low for the most recent therapies. The reported condition was not verified. Based on the device log analysis, the probable cause of the reported event was determined to be the programmed estimated night uf being set too low. Per the amia clinician guide, setting the estimated night uf too low, or to 0 (zero), may result in a higher risk of iipv. The estimated night uf value should be based on an average of the nightly uf from the past seven consecutive therapies for a specific program. The log data of the seven most recent therapies showed the patient¿s average uf was approximately 1,083ml. Should additional relevant information become available, a supplemental report will be submitted.